Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al7080 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle. The needle was found. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.